Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 22.0 mmol/l at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin for high blood glucose level. Customer¿s other relevant blood glucose level was 25.0 mmol/l. Customer did not mention any treatments related to high blood glucose events. Customer does not allege insulin pump was under delivering. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. The insulin pump will not be returned for analysis.